Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 400 mg/dl. Customer's current blood glucose was 366 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode feature. Customer was not able to calibrate their sensor. The insulin pump will not be returned for analysis.